Manufacturer narrative:
(B)(4). Batch # m90z1l. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were dropped due to the condition of the jaws; finally the instrument locked out as intended. No clip jamming occurred during the analysis. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first firing was fine. The second clip fired jammed in the jaws. The clips did not hold or stayed in place once fired. After that several clips spit and scissored. The same device was used to complete the procedure. There were no adverse consequences for the patient.